Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device was starting up showing logo but switching off after few second¿. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the device arrived with a black screen. It boots up, but then the screen goes black. The customer indicated that before the screen went completely black, there were lines visible on it. The rse informed the customer that the processor unit controls the software and powers up the device. It is recommended to replace the processor (part number 453564489071 - dfm100 assy processor). The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was defective processor unit. The reported problem was confirmed.